Event description:
It was reported that a patient with a 29mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to mitral stenosis. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the additional information obtained, this complaint file was found to be duplicate of (B)(4). The complaints investigation will be conducted and documented there.

Event description:
This file was found to be a duplicate of file case: (B)(4). The investigation of the event will be performed under (B)(4). This file will be voided. It was reported that a patient with a 29mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to mitral stenosis. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.